Event description:
It was reported the patient ((B)(6)) observed the "ipg battery low" message on her patient programmer. The patient attempted to charge her ipg but the charger could not locate and communicate with the ipg. A sjm representative met with the patient but was not successful in establishing communication with the patient's ipg and multiple chargers. The patient is no longer receiving any stimulation therapy. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.